Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-08254, related manufacturer reference number: 2017865-2022-08255. It was reported that the patient presented with bacteremia, sepsis, and pocket infection. The implantable cardioverter defibrillator, right atrial lead, and right ventricular lead were explanted. The patient was in stable condition. Additional information was requested, but not received.

Event description:
New information received noted that the patient presented with redness, swelling, and discharge at the pocket.